Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no evidence of physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and ehl check were performed. The customer's concern regarding "multiple system failures" was duplicated. According to the investigation, in the pump ehl, the error code 46221 entry was shown multiple times due to a malfunctioning of the pwa board. The pwa board will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump was noted to have multiple system failures. There was no patient present at the time of the event. There were no reported adverse events.